Event description:
It was reported that the right ventricular (rv) lead alerted for measured high impedance of the rv high voltage coil. Varied impedance was seen when the patient lies on their right side. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012. A 4968-60 lead, implanted: (B)(6) 2012, a 5071-53 lead, implanted: (B)(6) 2012. (B)(4).